Event description:
It was reported that an external fluid leak was observed on a revaclear 300. The event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Follow up information was received that a blood leak from the dialyzer was observed during patient treatment and not before patient use. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.